Event description:
It was reported that the patient was experiencing throat pain at intermittent times, not necessarily during stimulations. The patient recently had MRI preformed and all settings were ok. During most recent programing session low impedance was seen. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's year of birth was provided along with tablet data. Tablet data was reviewed. It was also reported that the discomfort does not necessarily occurs during stimulation but is intermittent. No other relevant information has been received to date.

Event description:
It was later reported the magnet was not taped over the generator. More tablet data was provided and reviewed. Based on the data, the generator likely experienced a reed switch malfunction. No other relevant information has been received to date.

Event description:
New system diagnostics provided. No other relevant information has been received to date.

Manufacturer narrative:
Section d suspected medical device, previous report inadvertently used lead as the suspected device rather than the generator.